Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was 537 mg/dl at the time of admission. The customer reported their high was caused by user error. The customer stated they did not attend to a low battery alert they received. As a result, the insulin pump powered off and the customer was unable to receive insulin. The customer also reported being sweaty and hot from their blood glucose. Customer also experienced difficulty breathing and a urinary tract infection for their blood glucose. Customer stated they were wearing the insulin pump at the time of hospitalization. The insulin pump will not be returned for analysis.